Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker had to be repositioned twice due to inadequate fixation. High capture thresholds and low pacing impedance were noted as a result. While re-positioning the device, the helix was noted to have sprung. The device was not used, and a new one was implanted. The patient condition was stable.